Manufacturer narrative:
The returned cable was evaluated. During inspection, the unit failed visual analysis due to multiple cuts on the outer jacket along the length of the cable, causing exposed wire jackets and outer shield. The cable passed continuity tests and was found to be functioning as intended.

Event description:
The customer reported multiple issues including cables which are no longer functioning, existing waveforms disappearing, waveforms which are unable to be obtained, non-functional sensors, and physical damage to cables. No consequences or impact to patient were reported.